Event description:
I started using renu with moistureloc contact lenses saline solution on 02/13/06 and stopped using it on 03/15/06 because I could not see and my eye was all red and sore. I was diagnosed with fusarium keratitis and I am presently taking anti-fungal therapy and may require a corneal transplant. My vision in my right eye is impaired by 100%.